Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The surgery center reported during a cataract procedure, a new set of an irrigation/aspiration handle and tip caused a vacuum problem. The surgery center attempted to resolve the issue by the re-sterilization of the accessories. After the sterilization was completed, vacuum issues continued. The surgery center indicated that occlusion does not occur and vacuum does not increase. Although there was no patient injury reported, there was a significant delay of 45 minutes to complete the procedure. The delay occurred due to the surgery center had to wait for the sterilization process before using the accessories again. The surgery center did not have back up accessories to proceed with procedure at the time of the surgery center having vacuum issues.

Manufacturer narrative:
Visual and functional evaluation: there are some water spots and scratches present on the tip indicating it has been used. There are gouges on the finger scallops which are most likely the result of using some kind of tool to attach and/or remove the tip from the handle, the dfu only recommends the tips are finger tightened. Tip appears to be free of blockage and there are also scratches close to the port area of the tip which could indicate tip has been used. Other than the damage to the finger scallops the returned tip meets the specification for this product. All pertinent information available to abbott medical optics has been submitted.